Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was missing on the device. Device was received with a bubbled dso seal. Device has not been in for service or repair. Accuracy test and functional test was conducted. Average deliveries were -0.61%, -0.55%, -0.71% which are within allowed tolerance. During functional test device didn?t build pressure. It was determined the valves were worn out and replaced. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump had no pressure and low flow.